Event description:
It was reported that the customer was receiving no delivery alarms one or twice a week. The customer's blood glucose was 147 mg/dl. The customer stated that he would receive the alarm after filling the infusion set. The customer also received them during a bolus as well as basal delivery. Troubleshooting could not be performed because the alarm had already been resolved. Advised customer to do a complete set change as soon as possible. The customer stated that he would monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.